Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and seal plugs noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected, which verifies the inner dimensions of the lead barrels and terminal blocks of proper setscrew placement. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A forced lead impedance testing was performed in unipolar and bipolar configuration, and the measured values were within normal limits with no noise was observed on the e-grams. Laboratory analysis did not identify any device characteristics that would have caused or contributed to reported loss of capture.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker and other manufacturer right ventricular (rv) lead had loss of capture with pacing pulses delivered that caused asystole greater than 2 seconds. The output was reported at 2.5v and the threshold was between 0.4v and 0.8v. The device and lead were explanted and replaced, and intravenous antibiotics were administered to the patient. No additional adverse patient effects were reported.